Event description:
As reported: "the t2 ankle targeting guide was continuously missing the intended screw holes in the respective nail".

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
As reported: "the t2 ankle targeting guide was continuously missing the intended screw holes in the respective nail".